Event description:
It was reported by a nurse that high impedance was found at a follow-up appointment. X-rays were taken, electrode placement seemed ok as does the lead and pin insertion in accordance to the nurse. The device was switched off due to the high impedance. The nurse also reported that the patient is a known twiddler and fiddles with the device; however it is unknown if the patient contributed to the high impedance reported. X-rays were received by the manufacturer and reviewed. Review of x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact, and the lead connector pin appeared to be fully inserted into the generator connector block. Part of the lead was visible, apart from a section of the lead that is placed behind the generator and could therefore not be assessed. Electrodes seem correctly aligned on the vagus nerve. One acute angle was observed in the assessed portions of the lead, distal to the positive electrode; however no obvious lead break could be identified in the visible portion of the lead. At the moment lead revision surgery is planned but has not been confirmed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.